Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that during an inspection of the central venous catheter (cvc), it appeared as if it was accidentally removed. The nurse tried to aspirate and did so without any problem. The catheter was covered with a new dressing and let alone. After a few hours, the dressing was wet and a new attempt to aspirate failed. The nurse discovered that the cvc was accidentally removed. The suture wings were found broken. It is unk, how the catheter was fixated.